Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed. This complaint is assessed as not related to sterilization. DHR review for unsterile part was performed. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty in inserting the locking screw since the tapping function did not work well. Finally, it was forcefully compressed and could be inserted. It seems that cutting flute of va locking screw is bigger and not as sharp compared to standard locking screw's. Therefore the operation was extended 15 minutes. This report is 2 of 3 for (B)(4).